Event description:
The device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as fold flow opening. Missing shell assessed as inconclusive. Additional observations: ¿ stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.